Event description:
The customer reported being admitted at intensive care unit due to diabetes ketoacidosis. The blood glucose reading was over 600mg/dl. The customer was feeling sick, and ate a chicken sandwich. An hr later, she was driving, and pulled over to the side of the road and started throwing up. Then the customer went to the hospital. The customer was experiencing unexplained high glucose for the past day. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. The customer stated that the blood glucose meter was reading differently within five mins of taking again on different finger. The customer changed the battery on the meter and she stated that the meter seems to function properly. Advised the customer that she may want to try another type of infusion set. Advised her also not to eat anything that contain carbohydrates. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.